Event description:
It was reported that stent damage occurred. The 75% stenosed, seriously tortuous, moderately calcified lesion was located in the left anterior descending artery(lad). Pre dilation was performed with a balloon catheter. A 3.00x38mm promus element drug-eluting stent was advanced into the patient but failed to cross the lesion. During withdrawal the stent was found lifted. The procedure was completed using another of the same device. No patient complications or injuries were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element,mr,ous 3.00x38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion identified multiple kinks in and damage to the mid-shaft extrusion. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 75% stenosed, seriously tortuous, moderately calcified lesion was located in the left anterior descending artery(lad). Pre dilation was performed with a balloon catheter. A 3.00x38mm promus element drug-eluting stent was advanced into the patient but failed to cross the lesion. During withdrawal the stent was found lifted. The procedure was completed using another of the same device. No patient complications or injuries were reported.